Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a highly calcified lesion in the sfa using a pacific xtreme device. During procedure physician crossed lesion in the sfa with a command wire. He then performed directional atherectomy with the sxc. The device would not cross portions of the lesion, and removed the sxc. Physician then placed the 4.0 x 200 pacific xtreme in the lesions and inflated. The lesion did not give; physician did go up to 22atm higher than rated pressure and the balloon burst. Upon removing the balloon, it became stuck on the calcium. Physician was unable to remove the balloon and the balloon burst and balloon detached upon withdrawal, pulled and approximately 2/3 of the distal portion of the balloon remained in the patient. The balloon detached 1/3 from proximal balloon. Excessive force was required to remove the device. The wire was also stuck to the lumen of the balloon upon removal. The physician then inserted a 4x100 evercross balloon (do not have sticker) to embed the balloon remaining in the patient to the wall of the vessel. Upon removal of this balloon, physician inserted the 5 x 100 everflex stent and post dilated with the 5 x 80 admiral. Procedure time was extended by 20 mins. No further clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: the device was broken at 1/3 of the nominal length of the balloon. The distal part of the guidewire tube and the distal marker are missing. The guidewire tube underneath the remaining part of the balloon was found stretched. Image review task: the analysis of the images provided from the field is partially inconclusively. It was not possible to see the pacific xtreme usage in the sfa. The lesion in the sfa was long and calcified. A guidewire was advanced to the lesion. A balloon was advanced and inflated in the lesion of the sfa. The length of the balloon shown in the images is not compatible with the pacific xtreme device (it was shorter), it was not possible to identify if the device shown in the images is a mdt device. Continued: evaluation codes: conclusion: failure to follow instructions (the maximum pressure allowed for the use of the relevant device is 14 bar (rbp)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.